Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation. There were no errors or alarms related to the complaint observed in the black box history. Unrelated to the original complaint, there was a crack in the battery compartment. There was no evidence of moisture contamination observed in the battery compartment or on the underside of the battery cap. The battery cap was able to fully tighten and a power loss was not observed. Current draws were within specification. There was no evidence of moisture contamination or loose components inside the pump when the case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump will not hold a battery charge and the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.